Event description:
On (B)(6) 2010, the pt was implanted with three gore excluder aaa endoprostheses to treat a left common iliac aneurysm. On (B)(6) 2010, CT revealed a possible type 1b endoleak on the distal portion of the endograft system implanted on the left side. The fsa could not advise which contralateral leg component was implanted on the left side but stated that one was implanted on each side of the endograft system. On (B)(6) 2010, the pt underwent a reintervention where the left leg of the endograft system was extended with a contralateral leg component (B)(4). In addition, a type ii at the lumbars was found intra-operatively and was coiled. The endoleaks were resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note add'l device implanted: (B)(4).